Event description:
It was reported that the bd ultra-fine¿ insulin syringe had scale markings misaligned. The following information was provided by the initial reporter, translated from japanese: "according to the user's report, the scale was found to be slanted."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer returned one loose syringe 0.3ml 29ga inside open polybag. According to the user's report, the scale was found to be slanted. Visual inspection verified that the scale marking was slanted on the return sample. A review of the device history record was completed for batch # 1347420 all inspections were performed per the applicable operations qc specifications. There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had scale markings misaligned. The following information was provided by the initial reporter, translated from japanese: "according to the user's report, the scale was found to be slanted."